Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a confirmed infection. The device was removed, as previously reported, and since the patient has been receiving epidurals for their leg and back pain. The patient was also placed on medication and would not be receiving another implant.

Event description:
It was noted that the patient¿s sutures ruptured on one side and it was bleeding. The patient noticed this issue on the tuesday evening prior to the report. The patient did not have a doctor for their device and was getting a referral from their pain doctor. It was further reported that the patient was seen by a doctor on (B)(6) and they removed the device and leads on 2014 (B)(6). The device had been put in around a year prior to the report. The patient had a small hole in their skin just on or above the device. It was big enough that you could see the device through the hole. The patient had a moderate amount of yellowish, bloody discharge from the hole in the skin. The patient had no idea when this issue started. The patient never had a fever or chills. Cultures were taken but the reading had not been real clear. They did rule out (B)(6). The patient had a PICC line and was receiving antibiotics. They planned to repeat cultures after the patient was on antibiotics for 8 days. The patient was in the hospital from 2014 (B)(6) to 2014 (B)(6). The patient was taking medication to control their back pain. The back pain was the reason for their device. There were no plans to implant another device due to the patient¿s age. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).